Event description:
Procedure type: robotic prostatectomy. According to the reporter: the balloon ruptured during use and the plastic comes undone. All pieces were retrieved with no harm to pt. A new instrument was used to complete the procedure. No pt injury was reported.